Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left implant battery was at 100% after 2 days of not charging it. Normally, the implant battery depleted down to 75% every other day. The patient also reported the right side implant battery was at 75% when it should be at 100%. They just charged the implant up to 100% today. During call, the patient was walked through checking both the left and right implant battery levels using the handset/dbs therapy app. Therapy was on both sides. The patient noted they usually use the recharger app to check battery levels. It was reviewed about how the battery charge level was displayed. They did charge the left side implant for a couple minutes when it was showing 100%. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. It was reviewed that the patient could try refraining from charging the left side and check in two days when the patient would expect implant to go to 75% to see if the implant depleted like normal. It was also reviewed the patient can charge the right side implant from 75% to 100% today and then check the battery level when they expect to have to charge to see if implant depleted as expected. It was reviewed that settings/usage can affect the battery depletion and the patient said they had made no changes to settings. The patient said they could've had a fall prior to noticing the battery level 'discrepancies". No patient symptoms were reported.